Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer current blood glucose level was 547 mg/dl. Customer stated that insulin pump had motor error. Customer stated that they got error while doing correction. Customer stated they were able to clear the alarm and was able to complete rewind. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. Customer declined troubleshooting for high blood glucose. The device will be returned for analysis.